Event description:
It was reported, the valve was explanted due to pannus resulting in entrapment of the leaflets and aortic regurgitation. It was also reported there were no structural defects of the valve. The valve was replaced with a bioprothesis.